Event description:
During preparation air bubbles were coming from the balloon indicative that the balloon leaked. There was no patient involvement.

Event description:
During preparation air bubbles were coming from the balloon indicative that the balloon leaked. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the catheter was kinked on its proximal shaft 2.2cm distal to the strain relief. Magnified inspection of the returned device found that the inner shaft under the manifold appeared to be perforated. Some friction was noted when inserting a demo guidewire. Water was leaking out of the guidewire port during the leak test. No anomalies were noted with the balloon portion of the device, which was unable to be inflated because of the observed leak. All dimensions were within specification. From the information provided, product analysis results, manufacturing records and trend information there was no evidence of any design, material deficiencies that could have contributed to the reported event. All devices are visually inspected for balloon integrity during manufacture. Furthermore, all devices are tested for leaking and for balloon inflation/deflation performance with leak test and vacuum decay multiple test (vdt) during manufacture. Based on the investigation, it appears possible that the guidewire was inserted forcefully into the guidewire lumen or into the inflation lumen. The probable cause preparation damage has been assigned to the reported event due to there was no evidence of design or manufacturing specification non-conformances were found and the issue occurred without direct patient contact during preparation.

Manufacturer narrative:
The device is not available to the manufacture.